Event description:
It was observed during the device evaluation that the subject device exhibited the following issues: due to wear of the angle wire, the bending angle in the up/down/left/right directions does not meet the standard value; the play of the u/d/l/r knobs is out of the standard range; and the j-tube contains foreign objects. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.